Event description:
It was reported that the patient experienced a shocking or jolting sensation described as a "shock-wave sensation that travels from the abdomen to the chest" while stimulation was turned on. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3887-33 lot# implanted: 1999-(B)(6) explanted: na, extension model 7495-66 (B)(4) implanted: 1999-(B)(6) explanted: na, lead model 3778-60 (B)(4) implanted: 2010-(B)(6) explanted: na, lead model 3778-60 (B)(4) implanted: 2010-(B)(6) explanted: na, programmer model 37743 (B)(4), accessory model 37752 (B)(4).